Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches on screen and no delivery alarms. Customer reported blood glucose was higher than it should. Customer received battery failed alarm and pump rejects new batteries. Troubleshooting was not performed as customer declined. The device will not be returned for analysis.